Event description:
It was reported that the device was unable to cool to the desired temperature and began sending an error message. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and it was determined that the device's cooling compressor assembly needed to be replaced.

Event description:
It was reported that the device was unable to cool to the desired temperature and began sending an error message. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.